Event description:
It was reported that the patient presented for an unrelated procedure. During procedure, the left ventricular lead exhibited high impedance. High capture thresholds were also noted on the left ventricular lead post implant. No intervention was performed. Patient and the lead are being monitored.